Event description:
It was reported that (1) 511sd device was used during a laparoscopic cholecystectomy. It was reported by the rep that the trocar seal leaked and ripped when the 10mm clip applier was inserted. Another 511sd instrument was used to complete the case. There was no consequence to the pt.